Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 06/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/24/2024. Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a04 captures the reportable event of gel material deformation.

Event description:
It was reported that after the six months the device started distending significantly and inside the body. The device is not being absorbed by the body. It was also noted that the event can be potentially a temporary reactive granuloma and was neither an abscess nor an infection.

Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 06/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/24/2024. Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a04 captures the reportable event of gel material deformation.

Event description:
It was reported that after the six months the device started distending significantly and inside the body. The device is not being absorbed by the body. It was also noted that the event can be potentially a temporary reactive granuloma and was neither an abscess nor an infection.